Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Pt info: unknown, information not provided. Expiration date(s): unknown, as the lot number(s) was not provided. Lot number(s): unknown, information not provided. UDI number: a complete UDI number is unknown, as the lot number(s) was not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, as the product is not implantable. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a lot number was not provided. If there is any further, relevant information a supplemental medwatch will be filed. Device manufacture date(s): unknown, as the lot number(s) was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 3 patients experienced corneal epithelial decompensation during surgical cases on (B)(6) 2018, necessitating debridement of corneal epithelium on 2 out of the 3 patients. Reportedly, the first case was actually only a 45 minute case on a non-diabetic patient with a macular hole. Also, the patients experienced corneal abrasions, but have all healed. No additional information was provided.